Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The impedance was noted to have been gradually rising over time. The most recent remote monitoring report indicated an impedance measurement of 175 ohms. Boston scientific technical services (ts) recommended to the healthcare provider (hcp) to perform a commanded maximum energy shock to determine the difference between the measured and delivered shock impedance. Ts indicated that if the delivered shock impedance is greater than 145 ohms, a lead replacement is recommended. A subsequent commanded maximum energy shock test was performed with a resulting shock impedance measurement of 112 ohms. The lead remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The impedance was noted to have been gradually rising over time. The most recent remote monitoring report indicated an impedance measurement of 175 ohms. Boston scientific technical services (ts) recommended to the healthcare provider (hcp) to perform a commanded maximum energy shock to determine the difference between the measured and delivered shock impedance. Ts indicated that if the delivered shock impedance is greater than 145 ohms, a lead replacement is recommended. A subsequent commanded maximum energy shock test was performed with a resulting shock impedance measurement of 112 ohms. The rv lead remains in-service. No additional adverse patient effects were reported. Additional information was received that this patient was subsequently in the clinic following an inappropriate device shock that was received for a supraventricular tachycardia (svt), which is an atrial-driven arrhythmia. The rv lead shock impedance measurement associated with the 31 joule shock was 115 ohms, which is within normal specification limits. However, the shock impedance daily measurement observed during the evaluation in the clinic was 167 ohms, which is high out of range. It was noted that the upper out of range alert limit for shock impedance was previously reprogrammed to 200 ohms. Ts discussed the difference between a higher value daily measurement shock impedance and an actual therapeutic shock-delivered impedance value. Ts explained that if shock impedance exceeds 145 ohms with a delivered shock, the waveform is truncated, and the resulting shock is monophasic. The hcp asked for guidance on what to do next. Ts provided guidance that it is up to the device following physician to determine a time for the next sedated commanded maximum energy shock test to verify system integrity. Ts discussed that remote monitoring compliance is encouraged for this patient. The hcp indicated they will work with one of their internal staff to get a new remote monitor and cell adapter ordered for the patient. The rv lead remains in-service. No additional adverse patient effects were reported.